Event description:
Sales rep reported that during surgery a small piece of the tip clip broke and fell off. When it was noticed that the device was broken, the piece could not be found. The hosp filled out an incident report. The device is being returned.